Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m54220. The analysis results showed that one ecr45d reload was received unfired with the pan partially dislodged at right proximal end. One possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. While no conclusion could be reached on what caused the pan to dislodge, it is possible that the package was not opened using the sterile technique resulting in the pan dislodging from the reload. The returned reload was loaded into a test sc45 device to test the functionality. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications.

Event description:
It was reported by the affiliate that prior to an unknown procedure, metal piece was loose before used on patient. Another like reload was used to complete the procedure. There were no adverse consequences for the patient reported.